Event description:
Customer reported a patient with anti-lea did not react with lea antigen on cell#3 in lot vss625. Results were negative by both provue and manual gel testing. Customer states the patient's historical record from (B)(6) 2012 indicated a reference lab identified this patient had anti-lea, leb and a non-specific antibody. With this information, customer proceeded to do an antibody identification test with 0.8% resolve panel a. The patient was identified as having anti-lea and a nonspecific antibody. Customer ruled out the presence of anti-leb. Qc was performed and acceptable. All reagents were visually acceptable and stored as per IFU. Incubation time for antibody screen was 15 min, customer did not have all the details regarding incubation times used for testing that was done with the 0.8% resolve panel a. Repeat testing with lot vss625 gave the same results.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).